Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 109 mg/dl, and the meter bg reading was 141 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Reportedly, due to the increased basal, the customer's bg lowered to 46mg/dl. Bg was addressed via consumption of glucose tablets. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.